Event description:
It was reported that during normal eri device replacement, the physician could not unscrew all the screws while trying to disconnect the atrial lead. The atrial lead was cut and the device was explanted. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4). The reported inability to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified septum material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.